Event description:
A customer reported that incompatible crossmatches were missed in gel using mts anti-igg card lot #052005001-25. This event was intially reported to FDA in march, 2006, MFR report #1056600-2006-00042. This additional MDR report is being filed to document that this event occurred with two gel cards (nine donors were being tested).

Manufacturer narrative:
Sample was not provided by the customer for investigation; therefore, the customer's complaint was not verified. The customer identified anti-fya in the patient's sample using the gel card and reagent cells. However, sample reacted negative (compatible) in gel with fya positive donor units. Based on the available information and the results of the investigation, the false negative reactivity observed may be sample related. However, gel card malfunction and/or user error could not be ruled out as contributing factors.